Manufacturer narrative:
(B)(4). (Stent graft migration, endoleak), lack of info (unk cause of stent graft migration). Eval, conclusion: lack of info (unk cause of stent graft migration).

Event description:
An aneurx stent graft system was implanted in a pt for endovascular treatment of an abdominal aortic aneurysm approx 91 months ago. Aneurysm and vessel morphology at the time of implant are unk. It was reported that the pt presented at a routine f/u and the stent graft was found to have migrated distally resulting in a proximal type 1 endoleak. The pt was brought back 4 days later and a talent converter and a talent occluder were implanted and successfully resolved the migration / endoleak. No add'l clinical sequelae were reported and the pt is fine.